Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure when the physician first put the non-bsc guidewire into the farawave catheter and extended it beyond the distal tip to test deployment they felt some resistance when advancing the wire. They then tried to pull the wire back into the catheter tip after testing deployment and they were unable to. They noticed that there was a small portion of the catheter that appeared to be shaved off at the guidewire lumen. The catheter was exchanged, and the procedure was completed without patient complication. The device is not expected to be returned for analysis,